Event description:
The pt has two leads (from the same lot). It was reported the pt has been experiencing pain in the hand and arm since being implanted. The pain occurs whether stimulation is on of off. The doctor is working with the pt to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.